Manufacturer narrative:
Concomitant medical products: product ID: 39565-30,serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported on (B)(6) 2016 that the patient was scheduled for an implantable neurostimulator (ins) replacement. Impedance measurements were taken but the caller was in the operating room and couldn¿t provide required information. The 565 surgical lead was tested via a multi-lead trialing cable (mltc) and all electrode impedances were less than ¿1000k¿ ohms (the lowest was 500 ohms) except for 1 electrode at 14000 ohms. These were measured at 3 volts. Additional information received from the rep in response to follow-up reported that he had met with the patient on the day of this report and the patient had reported a lack of good stimulation. Impedances had been checked and were found to be bad (low). The patient wanted the device removed. The healthcare provider (hcp) had suggested they check to see if the lead was still good. On (B)(6) 2016, they checked the lead with the mltc and found the impedances were normal. They replaced the ins the same day and the impedances were checked and were fine. The patient then had good stimulation since the ins replacement. Relevant medical history included unsuccessful disc surgery. No follow-up was required.